Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
During the attempt to place the 26mm sapien 3 in the native annulus through transcarotid access, the valve was unable to deploy off the balloon. It seemed as if the balloon had ruptured, or was leaking "somewhere inside" the delivery system shaft. It was also noted that the valve would not stay in between the markers. The valve, delivery system and esheath will be returned for evaluation. There was resistance when advancing the delivery system through the sheath, although the field clinical specialist (fcs) was not sure if it was more than normal. The valve was advances across the native annulus, but when the pusher was pulled back, the valve moved on the balloon. It should be noted that the sinotubular junction (stj) was severely calcified. It was attempted to deploy the valve, even with the movement, but when the atrion was pushed, the balloon would not inflate. Blood was noted in the syringe. All devices, including the sheath, were removed. It was planned to remove all devices, but the valve would not pull all the way into the esheath during removal. When it was pulled out, approximately 3 cm of intima of the carotid was in the valve and the delivery system. It was previously planned to patch the access, so the patch was placed. The patient will be brought back at a later time to place a tavr. A second delivery system and valve were prepped but not used, due to the patient injury. The cause of the delivery system difficulties is unknown, but possibly related to the tension in the delivery system, or the delivery system scrapped the stj. Additionally, the physician noted that the metal stop sleeve "didn't look right under flouro" the patient's native annulus measured 21x29mm2, with mild native annular calcification, and mild leaflet calcification. The patient had a porcelain aorta. The sinotubular junction (stj) measured 23x24mm, and was severely calcified. The sinus of valsalva (sov) measured 31x30x30.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation, with the distal end inserted through the sheath. The thv was present on the inflation balloon. The balloon shaft was cut to separate the esheath from the delivery system for decontamination and evaluation. The delivery system was visually inspected. A kink was present on the balloon shaft, likely due to packaging the device for return. The crimp balloon had a separation near the bond to the inflation balloon. As received with the delivery system inserted through the sheath, the wings of the balloon inserts were bent back. The face of the flex tip was gouged. The device was disassembled to inspect the metal stop sleeve. No abnormalities were observed on the stop sleeve. Due to the condition of the returned device (crimp balloon separation), no functional testing could be performed. Double wall thickness measurements were taken on the crimp balloon and met the double wall thickness specification. The image attached to the complaint file was reviewed. The image shows the device after removal from the patient. The sheath tip, proximal inflation balloon, and crimp balloon are obscured by detached vasculature material. Therefore, no additional information is taken from the imagery review. The most relevant work orders for the failure mode did not reveal any manufacturing related issues that could have contributed to this complaint. Lot history review revealed no similar complaints for balloon tear or withdrawal difficulty through sheath. A review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed similar returned complaints for commander delivery systems (models 9610tf and 9600lds, all sizes) with torn balloon. A review of complaint data for august 2016 revealed that the complaint rate did not exceed the control limit for this trend category (¿damaged¿). A review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed similar returned complaints for commander delivery systems (models 9610tf and 9600lds, all sizes) for delivery system withdrawal difficulty, valve through sheath. A review of the complaint history revealed that the occurrence rate did not exceed the august 2016 control limits for the trend category of ¿withdrawal difficulty.¿ no IFU/training manual deficiencies were identified. The large od of the metal stop sleeve is 100% inspected by receiving inspection prior to using the parts in manufacturing of the delivery system. During the manufacturing of the commander delivery system, the delivery system underwent multiple 100% inspections. The inflation balloon underwent 100% balloon dimensional inspection. It was also 100% visually inspected. The commander delivery system was leak tested. All units evaluated for this work order passed testing. Balloon burst pressure test and inflation balloon to crimp balloon bond strength test are performed on finished devices under a sampling basis during pv testing. The lot met the statistical requirements as the lower tolerance limit was above the acceptance criteria of a lower specification. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint balloon torn was confirmed. However, no potential manufacturing non-conformances were identified in the returned device. Furthermore, review of available information (complaint history, lot history, DHR review and manufacturing mitigations) supported that the laser bond between inflation balloon and the crimp balloon have proper balloon burst inspections in place to detect issues related to the torn balloon. Imagery for the valve alignment procedure and information regarding the location and condition of the valve alignment was not provided. As a result, the condition of the vasculature at the point of alignment could not be assessed. Performing valve alignment in a bent section of the vasculature can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. It should be noted that this procedure was completed using a transcarotid approach, which is not indicated for the commander delivery system. The effects of this access on delivery system use are not fully known. If the observed balloon tear occurred during the valve alignment process, it is possible that the balloon would have bunched and pushed the thv into position. In such a scenario, retracting the flex tip may cause the thv to move out of position as the balloon is no longer compressed. Therefore, it is likely that the described valve movement on balloon is related to the observed balloon tear. Based on the condition of the returned device, the complaint for withdrawal difficulty, valve through sheath was confirmed. No potential manufacturing non-conformances were identified. The device was received with the inflation balloon insert wings bent back against the sheath tip, indicating that the inserts were caught on the sheath tip during device withdrawal through the sheath. The inserts could only be exposed once the balloon tear occurred; therefore, the root cause of the observed withdrawal difficulty is the torn crimp balloon. The cer also notes that the metal stop sleeve ¿didn¿t look right under fluoro.¿ it should be noted that the stop sleeve is a modified design which was implemented in manufacturing starting in april 2016. This change may account for the observation that the metal sleeve ¿didn¿t look right¿ per the cer. The new stop sleeve has a lengthened large od section. Since no manufacturing non-conformances and labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. For the complaint of withdrawal difficulty of the valve through sheath, since no manufacturing non-conformances were identified and this failure mode does not exceed the complaint trending control limits, a pra is not required. For the torn balloon, a product risk assessment (pra) was previously initiated for further assessment of the issue per management discretion. The complaint for balloon torn was confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. No training or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed control limits for this trend category. Available information suggest that procedural factors may have contributed to the event. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment and consideration for further escalation. The complaint for delivery system ¿ withdrawal difficulty, valve through sheath was confirmed. No manufacturing issues were identified in the returned product during engineering evaluation. Available information suggests that procedural factors (torn balloon) may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time.